Manufacturer narrative:
Follow-up #1: date of submission 04/27/2017. Device evaluation: the device has been returned and evaluated by product analysis on 04/06/2017 with the following findings: a review of the black box showed no unexplained power on reset events. The data from the date of the complaint had been overwritten. The returned battery cap and test cap attached securely to the pump. The battery compartment threads were not damaged. The returned battery cap threads were damaged. The battery cap contact heights and widths were out of specification. The battery compartment had a hairline crack below the bumper. The rewind, load, and prime steps were performed successfully. The pump was run for 24 hours and no reboots occurred. No moisture was found internally. The complaint of intermittent power was unable to be duplicated. (B)(4).

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a power (damage) issue. It was reported that the battery compartment was cracked and there was intermittent power in the pump. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.